Manufacturer narrative:
Failure analysis is in progress. A follow-up will be submitted once the quality investigation is complete.

Event description:
It was reported that the bur in the straight mis elite attachment was shaking during the course of a spinal procedure at the user facility. After return to the manufacturing facility, it was noted during device inspection that the bur wobble caused a larger incision than desired during a cut test. No adverse consequences, no medical intervention, and no surgical delay were reported with this event.

Event description:
It was reported that the bur in the straight mis elite attachment was shaking during the course of a spinal procedure at the user facility. After return to the manufacturing facility, it was noted during device inspection that the bur wobble caused a larger incision than desired during a cut test. No adverse consequences, no medical intervention, and no surgical delay were reported with this event.

Manufacturer narrative:
The reported event of the device shaking the bur was confirmed. The bur was found to have bur whip during testing. The internal components were corroded with the nose bearings shattered. Damage to the driveshaft components can cause the device to have bur whip. Corrosion can cause wear of the collet, which will lead to reduced grip on the bur. In addition, corrosion can read to reduced material integrity, which explains the shattered bearings. The device was discarded by the manufacturer following evaluation. Concomitant medical products: the product number of the bur that was used in this reported event was obtained and added.